Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported endoscopic image loss was duplicated. Omsc also confirmed the followings; there was no significant break of the light guide fibers and it meets the product specification. The adhesive of bending section rubber was chipped and scratched. The internal metal part of the insertion tube was break. After disassembling of the subject device, it was confirmed there was no irregularity. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Considering the evaluation result, it was surmised that the reported event occurred due to an abnormality in the electrical image unit (ccd) components. The abnormality in the electrical image unit (ccd) components was possibly caused by static electricity or overcurrent.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic procedure, the endoscopic image of the subject device disappeared. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.